Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit has an error code message of auto-zeroing of machine and proximal pressure transducers in post failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.